Event description:
Journal reference: caird, m.s., et al. "Outcomes of posterior spinal fusion and instrumentation in pts with continuous intrathecal baclofen infusion pumps." Spine 2008; 33(4): e94-e99. In this retrospective study, 20 spastic quadriplegic cerebral palsy (cp) pts with baclofen pumps, who underwent spinal fusion and instrumentation for neuromuscular scoliosis, were matched for weight, age and type of fusion with pts without pumps. The objective of this study is to determine the rate of complications, adverse outcomes, and curve correction after spinal fusion in pts with cp and baclofen pumps compared with similar pts without pumps. It is unk if the pumps are medtronic devices. A request has been made to the author, but it remains unk.

Manufacturer narrative:
It is unk if medtronic is the device MFR. A request has been made to the author, but it remains unk.